Event description:
Patient was having an outpatient liver biopsy and during the procedure, the needle broke off in patient. The patient required a surgical procedure under general anesthesia to remove the broken piece.

Manufacturer narrative:
One sample was received for evaluation and it was a sample of the coaxial needle. Evaluation of the needle confirmed the issue reported. Visual inspection of the needle showed that the needle appeared to be bent at the region where the needle broke. In an effort to try and reproduce the failure, a sample of the same needle catalog number was tested. Testing consisted of applying force to bend the needle which caused the needle to break. Therefore; based on the sample received and the needle that was tested, it appears that the needle must have bent prior to breaking which contributed to the issue reported. A review of the device history record did not identify any issues related to the failure mode reported. Additional model number: d08122235.